Manufacturer narrative:
This report is based solely on device return and analysis. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. No information to suggest a device-related adverse event or product problem was received. The cause of death has been requested and not received. There is no allegation from hcp that the death was device related. Evaluation summary: outer insulation separation. Proximal segment returned and analyzed.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.